Event description:
It was reported that, after a metal-on-metal thr surgery was performed on an unspecified date, the patient experienced swelling and pain. Additionally, labs show sepsis in the hip. This adverse event was treated by a revision surgery on (B)(6) 2022 , in which a r3 metal implantaten was explanted, and r3 0 deg xlpe acet lnr 36mm x 60mm and r3 20 deg 36mm xlpe lnr mm60 were implanted. The patient's current health status is unknown.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
Additional information: d4 b5, d1, d2, d3, d4, d10, g1.

Event description:
It was reported that, after a metal-on-metal thr surgery was performed on an unspecified date, the patient experienced swelling and pain, caused by sepsis. This adverse event was treated by a revision surgery on (B)(6) 2022, in which an r3 xlpe liner and an oxinium head were implanted. The patient's current health status is unknown.

Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed due to swelling and pain caused by sepsis. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without definitive batch numbers, a complete review of the historical complaints data cannot be performed for the devices concerned. A review of historical complaints data was performed using the part number and the reported failure mode to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the r3 liner, similar complaints have been identified for the hemi head. However, as the devices are no longer sold, no action is to be taken. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported events cannot be determined with the limited information provided. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. This complaint was initially reported under cfn "1020279" in the report "1020279-2022-04842", after additional review of the information available, we have determined that it should have been reported under fei "3005975929" as the implicated device has been manufactured in the warwick site.